Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument were disassembled and were found to have nicked knives. No conclusion could be reached as to how this damage occurred. The instruments were cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife.

Event description:
During a thoracoscopy with a lung biopsy the staples did not form properly with each firing. The surgeon was able to complete the case with the instrument. One additional ez45g was pulled and used for the case. The same thing happened with the second instrument. Occasionally the instrument would fire properly. There was no consequence to the patient. 1/29/97 1400 person from the surgeon's office stated the surgeon did not have a problem actually with the product. She stated the surgeon felt the tissue was very thick and caused the difficulty.